Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) due to hearing an audible alert from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead had triggered a lead integrity alert (lia) by oversensing noise. It was noted that the patient had a neck surgery recently. It was confirmed that the rv lead warning, and oversensing noise is a result of surgery. The ICD was not turned off during the surgery, resulting in ventricular fibrillation (vf) shocks from electromagnetic interference (emi). This was confirmed with the ed physician. No reprogramming was completed and the device and lead remain in use. No further patient complications have been reported as a result of this event.